Event description:
It was reported that the patient presented to the hospital for a generator change procedure on (B)(6) 2022. Review of transmission from remote follow-up revealed right ventricular (rv) lead had noise which was being over sensed. During the procedure, the physician noted insulation damages near the connector pin portion of the lead. The rv lead was connected to the new device and left inside of the patient on (B)(6) 2022. The patient was in stable condition.